Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
After patient use, customer reported that the display screen on the autopulse platform (serial # (B)(4)) was blank upon power up. No patient involvement.

Manufacturer narrative:
Correction in section h4: the autopulse platform manufactured date has been updated. The reported complaint that "the display screen on the autopulse platform (serial #(B)(6)) was blank upon power up" was not confirmed during functional testing. The reported blank screen was not replicated during testing, and the autopulse platform functioned appropriately and as intended. Visual inspection revealed the bottom and front enclosures have multiple cracks in the screw well area. Also, fluid ingresses corroded top cover metalized coating and enclosures, unrelated to the reported complaint. The front and bottom enclosures and top cover needs to be replaced and the autopulse is also required to have bio-cleaning. No significant discrepancies were found in the archive file. The autopulse passed the preliminary functional test without any fault or error. The reported complaint might be related to fluid ingress created by water condensation at the lcd switch circuitry. As the platform returned for service, the water condensation evaporated. Zoll awaiting customer's approval for service repair.